Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited increasing thresholds and impedance measurements. The atrial lead exhibited oversensing. The asymptomatic patient presented for a lead revision procedure on (B)(6) 2018. Upon opening the pocket, the leads behavior was suspected to have occurred due to the leads being too tightly wounded around the defibrillator. The right ventricular lead was noted to be fractured and the atrial lead exhibited an insulation breach. The leads were successfully explanted and replaced. The patient was in stable condition before, during and post procedure.

Manufacturer narrative:
Final analysis found that the lead damage identified was consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed.